Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip original denture adhesive cream at unk dosing. At an unk time after starting super poligrip original denture adhesive cream, the pt experienced severe anemia, diabetes, and peripheral neuropathy in her feet, legs, and hands. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream was continued. At the time of reporting, the events were unresolved. (B)(4). Super poligrip is manufactured in (B)(4). The product was not available for analysis, but the lot number was provided (x08483). (B)(4).